Manufacturer narrative:
Evaluation of the submitted log files showed multiple low speed events and pump stops due to a complete loss of power to the epc, following timestamp d147:2h:38m. However, a root cause for the power loss could not be conclusively determined through this evaluation. The system controller was exchanged and log file data from the replacement controller showed that following the reconnection of the pump and external power to the controller, the system operated as intended for the remainder of the log file. The data did not show any pump-related issues. The patient remained ongoing until being transplanted on (B)(6) 2019. The hmii IFU outlines all system controller alarms and how to troubleshoot them. It also provides information on the proper connection of the system controller cables, batteries, and clips. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that while changing power source from battery to the power module, the system recorded pump off, low flow, low voltage, low voltage advisory and replace system controller. The system controller cell was low at the same time as the pump off and restarted on the power module. During the analysis of the log a pump stop was observed at day 147 hour 2 minute 38 which appeared to be caused by unstable supply voltages that occurred in both battery power and patient cable. Additional log file submitted reported that there were no unusual events seen within the log file and the power cable disconnects spoken of earlier were due to the patient changing out power sources. The clock reset was due to a power loss after the driveline disconnect. When the pump was started again the clock showed it had been reset. This was the point of the controller being replaced. The patient cable looked to be working as expected and the battery clips appeared to be causing the cable disconnects. No additional information was provided.